Event description:
It was reported that the caller's pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to perform various checks, but the pump did not respond, displaying a red led and vibrating regularly. As a resolution, technical support decided to replace the pump and the customer planned to use multiple daily injections (mdi) as a backup therapy until a replacement was obtained.